Manufacturer narrative:
The investigation for the hemolysis has been completed. Clinical details stated that placement signal not reliable alarms triggered during the case until console changed. Insufficient data log provided. No positioning alarms observed. No suctions occurred. Unclear if the pump repositioned or resolved at any point during impella support. The cause of the hemolysis issue cannot be determined since complaint device not returned for analysis and insufficient clinical data provided.

Event description:
The user facility reported a patient, critical, with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support (mcs). Of note, prior to implant of the impella, the patient was initially on extracorporeal membrane oxygenation (ECMO) for suspected biventricular disfunction, then rejected and decision was made to place the impella cp even with the first symptoms of multi-organ failure appearing. Later, same day of impella implant, an optical sensor system error occurred with the automated impella controller (aic). It was further explained the light was visible; however, the console was unable to recognize the optical sensor. There was an aic-to-aic exchange, the issue resolved, and the patient continued on the same pump with impella mcs. Following, three days later, the patient was reported to have developed hemolysis and was in systemic multi-organ failure. Treatment for the hemolysis is unknown; however, it was shared through additional information, the hemolysis event was unresolved. The next three days would pass, and it was reported the patient expired from multi-organ failure after a total of 6 days on impella mcs. An aic optical sensor failure occurred; however, support continued with the same pump that continues to operate without placement monitoring. A standard aic-to-aic exchange appears to have occurred; no loss or interruption in support. The patient developed hemolysis that was not resolved and this, however, may have added to an already complex situation leading to a possible association to the outcome. Medical safety review event noted there is not enough evidence to exclude impella cp pump as an associated factor in the patient's outcome although the likely cause of death appears to be, as reported, multi-organ failure already present before the impella cp implant.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ this is one of two device manufacturing reports associated with the event. Refer to the following: medical device report for automated impella controller serial number (B)(6) with date of event 27-jan-2025 and patient identifier ending in (B)(6). Medical device report for impella cp serial number (B)(6) with date of event 30-jan-2025 and patient identifier ending in (B)(6). (This report).